Manufacturer narrative:
The customer was contacted for return of the device. The customer indicated that the device has passed all subsequent testing and will not be returned to zoll for evaluation.

Event description:
Complainant alleged that the device powered up without display. Complainant did not indicate that there was any patient involvement in the reported malfunction.